Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 3 months, 24 days. It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the subject was transferred to (B)(6) from the rehabilitation center on unspecified date with vomiting not able to be relieved by antiemetics, and became unresponsive. A head computer tomography (CT) showed an intracerebral hemorrhage (ich). The lvad support was withdrew. On (B)(6) 2018, the subject expired. Additional information requested but was not provided.

Manufacturer narrative:
Additional information. The referenced previous gastrointestinal bleeding was reported under MFR report number 2916596-2018-00404. It was initially reported that the device was returning for evaluation; however, the device was not explanted from the patient.

Event description:
Additional information: it was reported that the patient was not on anticoagulants due to a recent gastrointestinal bleeding and inr level was low (1.3) at the time of event. It was reported that the pump was not explanted.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. The pump was not explanted and will not be returned for evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.